Manufacturer narrative:
Zoll medical corporation evaluated the device. The malfunction was duplicated and attributed to damaged pins on the smart pneumatic module printed circuit board, auto cal valve. The smart pneumatic module board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while treating a patient (age and gender unknown), the device displayed run time calibration failure-1051 message". Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction